Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted, removed and replaced intraoperatively a 12.1mm vicmo12.1 -6.0d implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 due to low vault. Lens exchanged with longer length lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
B5 - lens was implanted, removed and replaced on (B)(6) 2023. Claim# (B)(4).